Event description:
It was reported that pump screen was dark and would not turn on, while pump showed a red light around button and vibrated periodically. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try different button presses and connect pump to a working power source, and when pump still did not turn on, customer switched to multiple daily insulin injections and technical support arranged for pump replacement.